Manufacturer narrative:
Patient identifier not made available from the site, referencing (B)(4) privacy laws. A medtronic representative, following-up at the site, reported there have been no further issues with this system reported. System functioning properly. No parts have been returned to manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation tria navigation system with a non-medtronic non-navigated tap. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spine procedure, the c6 registration went well with 1.2mm at the point and 0.7mm on the surface, however, the operation proceeded with difficulty as the patient was a young male having strong bones. From the second screw, the cervical probe was used to create a hole and suretrak ii was used to navigate the tap and the driver. After the fourth screw was placed, the fluoroscopy result showed the left pedicle screw on c6 had shifted downward. The surgeon opted to remove the pedicle screw and used navigation to place it again. The surgeon completed the procedure with the use of the navigation system. There was no reported impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation tria navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.